Event description:
It was reported that the lcd of the insulin pump was unreadable. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
No unexpected missing segments or partial display anomaly was noted during testing. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a severely scratched display window, scratched reservoir tube window, a cracked belt clip slot and a missing end cap sticker.